Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure and a xience v stent was implanted in the saphenous vein graft. On (B)(6) 2011, the patient developed chest pain and was admitted to the hospital. Cardiac enzymes were positive and electrocardiogram findings showed myocardial infarction. Cardiac catheterization revealed in-stent restenosis at the saphenous vein graft to the left anterior descending artery. Revascularization was performed on (B)(6) 2011 and the patient was discharged to home on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina, myocardial infarction, and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design. It should be noted that the IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. The reported use of the device for in-stent restenosis in the saphenous vein graft does not appear to have directly caused or contributed to the reported patient effects that occurred periprocedurally.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.